Event description:
It was reported that in the literature review "the influence of graft fixation methods on revision rates after primary anterior cruciate ligament reconstruction" was found that 5 patients that used softsilk screw devices required a revision surgery after a primary anterior cruciate ligament reconstruction procedure. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Article: eysturoy, n. H., nissen, k. A., nielsen, t., & lind, m. (2018). The influence of graft fixation methods on revision rates after primary anterior cruciate ligament reconstruction. The american journal of sports medicine, 46(3), 524-530.

Manufacturer narrative:
H6, health effect - impact code updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A clinical review states the literature article was reviewed. Therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported events cannot be determined with the limited information provided. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.